Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsule was found in the patient's larynx and was retrieved by anesthesiologist. The patient was not injured following the procedure.